Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The reported issue was unable to be confirmed. The customer reverted to an alternate method of insulin therapy.